Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the cannula of the vasoview hemopro tissue welder melted, split in half, and a piece broke off inside the pt's leg. The piece was retrieved through the original incision with no other pt effects reported. A new kit was used to complete the procedure. The event was not reported to the company rep until (B)(6), 2010. The harvester was a new physician assistant and is no longer working at the hospital. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on july 21, 2010, for investigation. Visual inspection revealed that the c-ring was split in half. The other half of the c-ring and the scope wash tubing were not received. The area where the c-ring split was very melted and appeared that the middle part had flattened. The device had minimal evidence of blood. Based upon the visual observations, the reported complaint "c-ring melted, split in half, and a piece broke off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).